Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, recurrence, fibrous capsule around mesh, abdominal pain, bulge, mesh pulled toward midline, and mesh tented upwards. Post-operative patient treatment included revision surgery, lysis of adhesions, partial removal of mesh, and hernia repair with new mesh.